Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issues with temperature, needs preventive maintenance in an arctic sun device. Per review of wo, no patient impact reported, no patient identifier available.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Issue could not be reproduced. As part of the pm, replaced circulation pump, mixing pump, heater, drain valves, and screen protector. Device passed electrical safety inspection of the system and functional test of the system. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, h. All available UDI information is being provided. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issues with temperature, needs preventive maintenance in an arctic sun device. Per review of wo, no patient impact reported, no patient identifier available.